Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg and lead were explanted. The patient did not want the scs system replaced. Issue has been resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing unintended rib and chest stimulation and suicidal thoughts. Impedances were normal. At this time there are no plans for further intervention.